Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was able to be confirmed. During investigation the delivery accuracy tests found the pump to be over delivering outside the published specification of +/-6%. According to the investigation, the pump's expulsor will be replaced in order to bring the delivery into normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -8.5%". No reported adverse effects.